Manufacturer narrative:
Device information reported as: non-specified side device information: sn#: (B)(6), lot number#: 3647757, catalog number: n-ss370. Non-specified side device information: sn#: (B)(6), lot number#: 3647754, catalog number: n-ss370. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, migration and rupture.

Event description:
Healthcare professional reported, right side "rupture. Axillary regions with probable granuloma. And non device related simple cyst". Device remains implanted.